Event description:
While using the chair in the shower the back leg broke. The user fell and injured himself. He sought medical attention at the emergency room. The results were inconclusive. He is suffering from lower back and neck pain.